Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy/pregnancy (with complications)"), umbilical cord prolapse ("emergency c-section for prolapsed cord") and autoimmune disorder ("autoimmune issues") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's past medical history included ovarian cyst in 2005, bladder infection, kidney infection and miscarriage in 2006. Concurrent conditions included uterine bleeding since (B)(6) 2011, abdominal cramps since (B)(6) 2015, endometriosis since (B)(6) 2015, cervicitis since (B)(6) 2015, adenomyosis since (B)(6) 2015 and paratubal cyst since (B)(6) 2015. Concomitant products included escitalopram oxalate (lexapro) and loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), umbilical cord prolapse (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), headache ("headaches"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), rash ("rashes to band-aids & steristrips"), arthralgia ("hip/joint pain"), cystitis ("bladder infections"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (c-section). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, umbilical cord prolapse, autoimmune disorder, hypersensitivity, weight increased, depression, anxiety, vaginal haemorrhage, menorrhagia, cystitis, allergy to metals, dysmenorrhoea, migraine, bladder disorder and urinary tract disorder outcome was unknown, the headache, rash and arthralgia had resolved and the dyspareunia was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered allergy to metals, anxiety, arthralgia, autoimmune disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, umbilical cord prolapse, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were provided: menorrhagia, vaginal hemorrhage, arthralgia, rashes, dysmenorrhea, nickel allergy, migraines, bladder problem, urinary disorders, cystitis,she did not undergo essure confirmation test, prolapse of cord complicating labor and delivery. Event outcome of headaches, arthralgia, rashes updated to recovered. Event outcome of dyspareunia updated to recovering.,pregnancy outcome updated from not reported to live birth; child not healthy incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included miscarriage in 2006, ovarian cyst in 2005, bladder infection and kidney infection. Concurrent conditions included abdominal cramps since (B)(6) 2015, endometriosis since (B)(6) 2015, cervicitis since (B)(6) 2015, adenomyosis since (B)(6) 2015, paratubal cyst since (B)(6) 2015 and uterine bleeding since (B)(6) 2011. Concomitant products included escitalopram oxalate (lexapro) and loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), umbilical cord prolapse ("emergency c-section for prolapsed cord"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ horrific monthly cycle"), headache ("headaches"), autoimmune disorder ("autoimmune issues"), depression ("depression"), anxiety ("anxiety"), dermatitis contact ("rashes to band-aids & steristrips"), arthralgia ("hip/joint pain /joint disorder nos"), cystitis ("bladder infections"), migraine ("migraines"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), swelling ("swelling") and tooth disorder ("dental issues"), was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (c-section and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, headache, dermatitis contact, arthralgia and migraine had resolved, the pregnancy with contraceptive device, umbilical cord prolapse, hypersensitivity, allergy to metals, vaginal haemorrhage, menorrhagia, weight increased, autoimmune disorder, depression, cystitis, bladder disorder, urinary tract disorder, swelling and tooth disorder outcome was unknown and the anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered allergy to metals, anxiety, arthralgia, autoimmune disorder, bladder disorder, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, swelling, tooth disorder, umbilical cord prolapse, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New reporter contact information was added. Event: swelling and dental issues were added. Event verbatim: abnormal bleeding(menorrhagia)/ horrific monthly cycle and hip/joint pain / joint issues were updated . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy/pregnancy (with complications)"), umbilical cord prolapse ("emergency c-section for prolapsed cord") and autoimmune disorder ("autoimmune issues") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included ovarian cyst in 2005, bladder infection, kidney infection and miscarriage in 2006. Concurrent conditions included uterine bleeding since (B)(6) 2011, abdominal cramps since (B)(6) 2015, endometriosis since (B)(6) 2015, cervicitis since (B)(6) 2015, adenomyosis since (B)(6) 2015 and paratubal cyst since (B)(6) 2015. Concomitant products included escitalopram oxalate (lexapro) and loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), umbilical cord prolapse (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), headache ("headaches"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dermatitis contact ("rashes to band-aids & steristrips"), arthralgia ("hip/joint pain"), cystitis ("bladder infections"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (c-section). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dyspareunia, dermatitis contact, arthralgia, dysmenorrhoea and migraine had resolved, the pregnancy with contraceptive device, umbilical cord prolapse, autoimmune disorder, hypersensitivity, weight increased, depression, vaginal haemorrhage, menorrhagia, cystitis, allergy to metals, bladder disorder and urinary tract disorder outcome was unknown and the anxiety was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered allergy to metals, anxiety, arthralgia, autoimmune disorder, bladder disorder, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, umbilical cord prolapse, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-jul-2018: information received from social media: patient had hysto in (B)(6) to get essure out, no more joint pain, no more headaches, anxiety was less and no pain. Outcome of event anxiety updated to resolving and events pelvic pain, dyspareunia, dysmenorrhea, migraine updated to resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included miscarriage in 2006, ovarian cyst in 2005, bladder infection and kidney infection. Concurrent conditions included abdominal cramps since (B)(6) 2015, endometriosis since (B)(6) 2015, cervicitis since (B)(6) 2015, adenomyosis since (B)(6) 2015, paratubal cyst since (B)(6) 2015 and uterine bleeding since (B)(6) 2011. Concomitant products included escitalopram oxalate (lexapro) and loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), umbilical cord prolapse ("emergency c-section for prolapsed cord"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ horrific monthly cycle"), headache ("headaches"), autoimmune disorder ("autoimmune issues"), depression ("depression"), anxiety ("anxiety"), dermatitis contact ("rashes to band-aids & steristrips"), arthralgia ("hip/joint pain /joint disorder nos"), cystitis ("bladder infections"), migraine ("migraines"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), swelling ("swelling"), tooth disorder ("dental issues"), flatulence ("gas pain") and abdominal distension ("bloating"), was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (c-section and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, headache, dermatitis contact, arthralgia and migraine had resolved, the pregnancy with contraceptive device, umbilical cord prolapse, hypersensitivity, allergy to metals, vaginal haemorrhage, menorrhagia, weight increased, autoimmune disorder, depression, cystitis, bladder disorder, urinary tract disorder, swelling, tooth disorder, flatulence and abdominal distension outcome was unknown and the anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, autoimmune disorder, bladder disorder, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, flatulence, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, swelling, tooth disorder, umbilical cord prolapse, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Events gas pain & bloating were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included miscarriage in 2006, ovarian cyst in 2005, bladder infection and kidney infection. Concurrent conditions included abdominal cramps since (B)(6) -2015, endometriosis since (B)(6) --2015, cervicitis since (B)(6) 2015, adenomyosis since (B)(6) -2015, paratubal cyst since (B)(6) -2015 and uterine bleeding since (B)(6) -2011. Concomitant products included escitalopram oxalate (lexapro) and loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), umbilical cord prolapse ("emergency c-section for prolapsed cord"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ horrific monthly cycle"), headache ("headaches"), autoimmune disorder ("autoimmune issues"), depression ("depression"), anxiety ("anxiety"), dermatitis contact ("rashes to band-aids & steristrips"), arthralgia ("hip/joint pain /joint disorder nos/joint issue"), cystitis ("bladder infections"), migraine ("migraines"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), swelling ("swelling"), tooth disorder ("dental issues"), flatulence ("gas pain") and abdominal distension ("bloating"), was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (c-section and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) -2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, headache, dermatitis contact, arthralgia and migraine had resolved, the pregnancy with contraceptive device, umbilical cord prolapse, hypersensitivity, allergy to metals, vaginal haemorrhage, menorrhagia, weight increased, autoimmune disorder, depression, cystitis, bladder disorder, urinary tract disorder, swelling, tooth disorder, flatulence and abdominal distension outcome was unknown and the anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, autoimmune disorder, bladder disorder, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, flatulence, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, swelling, tooth disorder, umbilical cord prolapse, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality safety evaluation of ptc on (B)(6) -2020: quality-safety evaluation of ptc on (B)(6) -2020: social media received: reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), headache ("headaches"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, autoimmune disorder, hypersensitivity, headache, weight increased, depression, anxiety and dyspareunia outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, autoimmune disorder, depression, dyspareunia, headache, hypersensitivity, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.